Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
It has been identified that the device associated with this record is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reported left side device rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.